Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) and diagonal coronary arteries. The versaturn guide wire was intentionally jailed by a stent in the lad. During guide wire removal when stent re-wiring was performed, the guide wire was pulled with the necessary force to remove the guide wire and the distal portion of the guide wire separated and remained between the stent and vessel wall. No treatment was performed. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. The reported entrapment of the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that the instructions for use (IFU) hi-torque guide wire, pta, ptca, stents, ce states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Do use extreme caution when moving a guide wire through a non-endothelialized stent, or through stent struts, into a bifurcated vessel. Use of this technique involves additional patient risks, including the risk that the wire may become caught on the stent strut. In this case, the reported jailing of the guide wire does appear to have caused or contributed to the reported complaint. The investigation determined the reported jailing/entrapment of the device, resulting in a tip reparation and embedding of the device in the tissue or plaque appear to be related to user error. Based on the reported information and returned analysis, the ht versaturn guide wire was intentionally jailed trapping the guide wire between the stent and vessel wall. Manipulation against resistance likely resulted in the noted coil separation and coil damage. The coils were separated at two locations; however, the core was intact. No core separations were noted. The separated tip coils remain embedded or trapped between the stent and vessel wall. There is no indication of a product quality issue with respect to manufacture, design, or labeling.